Manufacturer narrative:
An investigation is being performed. A supplemental will be submitted on completion of the investigation. Device not returned.

Event description:
It was reported that the surgeon was dissatisfied with the delayed dispatch of the implant. Ref: (B)(4).

Manufacturer narrative:
Siw anticipate the turnaround time for the design, manufacturing and dispatch of custom devices to be 6 weeks. When identifying the dispatch date for the implant related to this complaint the workload of custom implants under design and manufacturing, at the time, was not taken into account. The company received a greater volume of orders and this was not taken into consideration when determining the dispatch dates of custom implants. Siw now take into consideration the workload and operational capacity before advising of dispatch dates. Operational developments are also being undertaken at siw, to increase the operational capacity of the company to meet product demands and ensure customers are satisfied with the service they receive. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends.

Event description:
It was reported that the surgeon was dissatisfied with the delayed dispatch of the implant. This is a supplemental report to 3004105610-2016-00111 ((B)(4)).